Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 540 mg/dl while wearing the pod between 5 and 24 hours on the arm. It was noted that the cannula was possibly not inserted correctly into the infusion site. Symptom reported include hyperglycemia and vomiting. The patient was treated with insulin given through direct injections into the vein. The device was discarded. The patient was discharged from the hospital on (B)(6) 2024.